Event description:
Pt undergoning endoscopic nerve root adhesolysis at l5-s1 level for post laminectomy syndrome. Introducer sheath apparently tore when the scope was advanced thru it. The procedure was aborted, and the scope was removed, but a piece of the introducer was left behind. The small incision was closed, and the pt was referred to another hospital for follow-up care.